Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Study: u0703 flexiva pulse registry clinical trial. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a boston scientific ureteral catheter used with a boston scientific fiber and basket in the same patient and procedure. It was reported to boston scientific corporation that the patient was enrolled into the u0703 flexiva pulse registry study on (B)(6) 2022. On (B)(6) 2022, the patient underwent a lithotripsy procedure for stone management using a flexiva pulse laser fibers, a zero tip basket, and a dual lumen ureteral catheter in the left kidney. During the procedure, the devices were introduced into the patient without problems and the procedure was completed without patient complications. On (B)(6) 2022, the patient experienced symptoms of inflammation (pyelitis) and infection (cystitis) with non serious severity. The patient was given a percocet 5-325mg for the pyelitis and a cephalexin 500mg for the cystitis. The pyelitis was considered resolved on (B)(6) 2022 and the cystitis was considered resolved on (B)(6) 2022. In the physicians assessment, there is no relationship between the adverse event and the dual lumen ureteral catheter and a probable relationship between the adverse event and the lithotripsy procedure. There was no reported malfunction or deficiency of the dual lumen ureteral catheter. No further information has been obtained despite good faith efforts.